Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the lead helix "froze." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.